Manufacturer narrative:
(B)(4). Insulin pump passed displacement test and active current measurement. Insulin pump received with unexpected battery power loss and had high sleep current, problem isolated to electrical board.

Event description:
Information received by medtronic indicated that the insulin pump had replace battery alarm. Customer stated they did received low battery alert prior to replace battery alarm. Customer stated timing was less than 8 hours from the low battery alert to the replace battery alert. Customer stated it was second occurrence of replaced battery alarm in less than 8 hours after a low battery warning. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.